Event description:
The needle did not retract when I hit this button to activate the safety. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). Submitted formal complaint to bd through their on-line reporting portal.